Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer worked with the customer to troubleshoot the issue by running diagnostics, testing controller boards, and testing sensors. The fse determined that the controller boards on the drawer needed replacement and also replaced the sensors, cleaned underneath the cubie pockets, and checked all connections. Despite these efforts, the drawer was unable to be repaired. The fse continued working with the customer to troubleshoot and run diagnostics and determined that the drawer needed to be replaced due to continued malfunction and multiple prior repair attempts. The fse replaced drawers 6.1 and 6.2 in the auxiliary cabinet, rebooted the system, and reconfigured the drawers. It was also observed that the drawer rail slide bracket was misaligned and causing drawer 6.1 to open too far, and this issue was addressed. The customer tested inventory on the drawer, and testing was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer and all pocket had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.